Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor detected during seating (pump error 35). The customer stated the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This is a duplicate report. The original report was submitted on 11-july-2019 under MDR # 2032227-2019-28736. The supplemental report was submitted in error. All the updated report has been included in this report.

Event description:
The customer also reported has critical pump error.

Manufacturer narrative:
The follow up report was submitted with blank. The correct date is march 13, 2020.

Event description:
Customer also reported critical pump error.